Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that in (B)(6) 2012, patient was having coupling and communication issues with her device. The patient also stated that she was receiving stimulation in the wrong place. In (B)(6), the manufacturer representative stated that an x-ray was performed and no lead migration was determined. The representative also stated that impedance testing was performed and all leads were functioning. It was reported that the patient was receiving "50% effective therapy." On (B)(6) 2012, the patient reported she did not feel the therapy. The patient also stated that she did not feel stimulation in her back, but was receiving painful stimulation to the legs, groin and thigh areas. On (B)(6) 2012, the patient reported an intense pain in both legs and in the back and had to shut off the device. The patient also stated that she had her device reprogrammed by the manufacturer representative because she felt she was "getting electrocuted." The patient outcome was not provided. Additional information was requested but was not available at the time of this report.